Event description:
Patient was admitted for cellulitis. Rn started a new IV site in the right hand with good blood return. Night shift rn indicated they were checking IV frequently throughout the night. IV antibiotics were unasyn and ancef. The next day the IV was discontinued due to infiltration. The site was firm and red to touch, later blistered on dorsal side of hand. The patient was referred to plastic surgeon and orthopedic physician for evaluation. There was no evidence of compartment syndrome. The patient was treated with warm compress, elevation and later topical cream. There was good movement, pulses and color to extremity. Biomed download from pump indicates psi, pounds per square inch, was set at 2, one distal occlusion alarm, and one l/s valve failure #30.

Event description:
Co received your recent report of a pt experiencing an infiltration while co's device was in use. Detection of an occlusion will not always occur with any volumetric pump due to many variables. Some of these variables include the physics of fluid dynamics. The variables imposed by the status of the pt vein and the capacity for the intorstitial space to hold an extravasation without significantly increasing pressure or causing an occlusion at the cannula site. Infusion pumps are not designed to detect an infiltration can only be sensed as an occlusion by the pump when the maximum pressure variance set for the pump has been exceeded. Due to the displacement of fluid within the surrounding tissue, the pressure senses by the pump may not exceed the set occlusion pressure. A significant infiltration can occur without causing an excess pressure within the system and thus would not elicit an occlusion alarm. According to documentation in health devices 27(1)39, january 1998. Ecri indicated that; "the belief that the pumps themselves produce infiltration is inaccurate. Rather, the usual causes of infiltration are dislodgement or improper insertion of either a catheter or - in the case of a subcutaneus injection port- a needle. Thus, to avoid problems staff members should monitor IV sites of patients who are receiving infusions through pumps at least hourly to ensure that catheter or needle dislodgement and subsequent infiltration do not occur."